Event description:
During an attempt to place a radial aline, the micropuncture kit/wire was reported to split apart during insertion. 4 separate attempts with 4 different kits were used apparently in the same artery. (Although only 2 attempts were charted in the procedure note). It was reported that all 4 wires were splitting apart. The wires were disposed of in sharps container in room. There was no reported incidence of wire retention on this event. Reference reports: mw5156687, mw5156688, mw5156690.